Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on friday with blood glucose of 781 mg/dl. The customer experienced symptoms such as thirsty and dizziness. The drive support cap was normal. The customer¿s blood glucose level was 170 mg/dl to 180 mg/dl on monday. The customer removed reservoir, did rewind, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.